Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 125 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting on (B)(6) 2015 produced results of 298 mg/dl and 272 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (manually logged): 1: 170mg/dl (B)(6) 2015; 2: 162mg/dl (B)(6) 2015; 3: 133mg/dl (B)(6) 2015; 4: 217mg/dl (B)(6) 2015; 5: 331mg/dl (B)(6) 2015; 02:27 pm fasting:yes. Adverse event not reported.